Event description:
The customer returned the device stating, "the pump failed pressure test (35.24 psi)"; during device evaluation it was found the downstream occlusion (dso) seal was damaged (detached). The event occurred during testing.

Manufacturer narrative:
Device evaluation: the suspected device was returned for evaluation. The customer reported issue of "the pump failed pressure test (35.24 psi)" was confirmed. Device failed during downstream occlusion (dso) test (11psi), probable cause related to a damaged (detached) dso seal and calibration adjustment. The dso seal was replaced, and device was calibrated, occlusion test passed with 23 psi. The performance verification test was performed. All tests passed within specifications. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.